Event description:
The upper jaw of a cushing rongeur fractured during a laminectomy discectomy procedure. The surgeon was unable to retrieve the fractured piece without causing risk to the pt. An x-ray confirmed that the fractured piece remained in the pt. The specific location of the fractured piece is unknown to kmedic. The pt's condition is stable.